Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary - according to the information provided, it was reported that when the packaging was opened, they realized that there the packaging had already been ripped. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received without its outer packaging, the devices was also received with its foil pouch, the desiccating paper sheet and its white tray. When performing the visual inspection, it could be observed that the foil pouch was ripped in the distal part, it had evident handling marks, the foil pouch had adhesive tape in some areas and a clip in one of the corners. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the fact that the foil pouch was found damaged, this complaint was confirmed. The manufacturer performed an investigation with the following results: the batchs have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Multiple 100% control according to the procedure, 100% control according to the procedure, 100 % control according to the procedure, 100 % control according to the procedure, 100 % control according to the procedure. Effect of having an inner packaging damaged has been evaluated in the by combining probability and severity levels. 0 complaint received for a packaging ripped before use, for over 109 386 parts produced since 2016. With a ratio of 0.008 % < 0.02% and is ranking 1 (= improbable and negligeable). This risk is acceptable. The analysis showed that the production controls implemented guarantee 100% detection of this type of problem if it was generated in neuchâtel. Multiple controls 100% and in-process control ensures that problem cannot be manufactured. We can conclude that it is highly unlikely that these defects were generated during the manufacturing process. Therefore, it could be related to procedural variables, such handling of the device or product interaction before procedure, a mishandling of the device while it was being unpackage can lead to damages in the foil pouch, however this cannot be conclusively determined, at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and device manufacture date were unavailable in the initial medwatch report. The dates and UDI number has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the healthcare professional in switzerland that during an unknown procedure on an unknown date, it was observed that the packaging on the 5.5 healix advance br 3 suture anchor w/ orthocord device had already been ripped; and therefore, was not used. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.